Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green door of an em 2400, main module did not close properly. The issue was described as the green door failed to close properly, and they placed a vial on top to hold it down as a temporary solution. This occurred in the pharmacy. There was no patient involvement. No additional information is available.